Event description:
It was reported that during use in a procedure at the user facility. The device overheated, the procedure was completed successfully without a clinically significant delay. There was no medical intervention, and no adverse consequences were reported with this event.